Event description:
Event was reported to caldera medical by an attorney. The patient suffers pain/discomfort, urinary incontinence, pain during sexual relations, and bladder infections. No further information has been provided.